Manufacturer narrative:
The device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm during rewind. The customer¿s blood glucose level was 140 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm, however not able to rewind the insulin pump. Customer tried self test and did not worked. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.